Event description:
It was reported that during unpacking the device prior to a percutaneous coronary intervention procedure, a stent dislodgement occurred. This 32mm x 3.50 veriflex mr was removed from the sterile package when the stent came off the delivery balloon. It was reported that it may have been inadvertently pulled off when the stent delivery system was pulled out of the hoop. The procedure was completed with another of the same veriflex devices. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified no issues. An examination of the crimped stent found that the stent was fully crimped onto the balloon and positioned correctly between the proximal and distal markerbands. No damage was noted along the entire length of the stent. The stent was secured on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during unpacking the device prior to a percutaneous coronary intervention procedure, a stent dislodgement occurred. This 32mm x 3.50 veriflex mr was removed from the sterile package when the stent came off the delivery balloon. It was reported that it may have been inadvertently pulled off when the stent delivery system was pulled out of the hoop. The procedure was completed with another of the same veriflex devices. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device code 2923 relates to component code 515.(B)(4).